Event description:
Consumer very upset with readings from their meter. Analysis run on clark error grid using mean avg. Reading (59) vs. Bd readings (25,92) yielded data points in the d range of the grid, outside acceptable limits.